Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of the rotalink burr catheter. The sheath, coil, burr and annulus were visually and microscopically examined. There were numerous sheath kinks. The coil was not visible and would not retract from the burr catheter housing. The burr catheter housing was removed revealing that the coil was stretched, kinked and broken in the sheath. There was sheath wear. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr catheter fracture occurred. A 1.75mm rotalink burr and advancer were selected for an atherectomy procedure of the left anterior descending artery (lad). During preparation outside the patient, the burr connected easily to the advancer but it would not move through the tip of the advancer smoothly. The handshake connection appeared to be ok, but a fracture was noted more distal on the device. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the burr catheter fracture occurred. A 1.75mm rotalink burr and advancer were selected for an atherectomy procedure of the left anterior descending artery (lad). During preparation outside the patient, the burr connected easily to the advancer but it would not move through the tip of the advancer smoothly. The handshake connection appeared to be ok, but a fracture was noted more distal on the device. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was stable post procedure.